Event description:
It was reported that during a laparoscopic vertical gastroplasty procedure, the surgeon placed the device on the stomach. Before firing the surgeon did manipulations on the tissue of the stomach for a few moments until deciding on the position of the firing in the middle of the stomach, few cm from the lesser curvature. The surgeon closed the device and fired. He opened the device and discovered there were no staples. The surgeon replaced the instrument, and continued the operation with cdh25- the firing was successful and the staple line was good. In a questioning conversation with the surgeon he said that he didn¿t feel anything unusual in the device before and during the firing, there wasn¿t unusual sound and there wasn¿t need to operate unusual force on the device. There was no damage to the tissue or to the patient.

Manufacturer narrative:
(B)(4). The analysis results found that the device arrived with the anvil missing, otherwise in good visual condition. As the original anvil was not received, further investigation with the original anvil could not be performed. The breakaway washer was not present and there were no staples present. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality with a test anvil; it fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.